Event description:
The patient's devices were explanted and a culture was taken however the cultures showed no signs of infection. The patient developed stevens-johnson syndrome which the physician believes was due to an allergic reaction to the antibiotics the patient received due to a post-operative infection caused by the patient not taking antibiotics after the explant procedure. Subsequently, the patient passed away on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ipg pocket site was infected. The physician took a culture, the site was debrided and the patient was given antibiotics. Follow up revealed the infection was due to staphylococcus aureus. Follow-up revealed the patient will be on antibiotics for 6 weeks and the infection is starting to clear up.